Manufacturer narrative:
Section g1: the manufacturer information was corrected.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the blood glucose device gave a lower than expected reading during a hyperglycemic event. On the day of the event, at an unknown time, the user received a blood glucose on his performa system of 60 mg/dl. The user experienced hyperglycemia, flu like symptoms, and went into a coma. The user was taken to the hospital. At approximately 3:00pm, upon arrival to the hospital, the user received a blood glucose result of 65 mg/dl on his performa system and a blood glucose result of 500 mg/dl on the hospital's meter, within one minute. The user was admitted into the hospital and was treated for hyperglycemia, however the type of treatment provided was unknown. The user was also under observation for the flu. During the initial report, the mother reported that the test strips had been taken out of their original vial and stored loosely in the carrying case. Advised mother that incorrect storage conditions could lead to incorrect blood glucose results. The customer recovered and was discharged from the hospital on (B)(6)2024.